Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. It was reported that two years post implant of the bard flat mesh the patient was diagnosed with uti, kidney stones, gastrointestinal hemorrhage most likely from diverticular bleeding. While it was reported the patient experienced uti, there is no indication of the uti in relation to the bard flat mesh. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2010 - the patient underwent a supracervical hysterectomy and a sacral colpopexy with implacement of a bard flat mesh. On (B)(6) 2012 - patient was admitted to the hospital with fever, mild abdominal pain and rectal bleeding. Urine cultures revealed e coli bacteria at the time. The patient was diagnosed with rectal bleeding related to diverticulitis. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.